Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had drops falling from the primary infusion rather than the intended secondary. The infusion was set up with 0.9% sodium chloride (at 10 ml/hr) as the primary infusion and the antibiotic trimethoprim/ sulfamethoxazole (164 ml/hr) as the intended secondary infusion. The user connected the secondary non-baxter set to the primary baxter set, the height difference between the primary bag and the secondary was approximately 12 inches. It was indicated that there was no back check valve and all clamps were open when the pump was started. No drops were seen falling from the secondary bag but only from the primary. Subsequently the user infused the drug via the primary line. There was patient involvement but no patient harm or need for medical intervention. Additional follow up with the customer clarified that they did not remove the device from service after the reported issue and the device is still being used. No additional information is available.